Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ('stillbirth') and pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') in a (B)(6) female patient who had essure (batch no. 624103) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in 2011. The patient's medical history included gravida ii and parity 3. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2011, the patient experienced stillbirth (seriousness criterion medically significant), 3 years 4 months after insertion of essure. In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the stillbirth and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered pregnancy with contraceptive device and stillbirth to be related to essure. The reporter commented: the plaintiff experienced two other pregnancy episodes with essure on (B)(6) 2014 and (B)(6) 2015 which is captured under case number (B)(4) respectively. Additionally, a child case has been created for the still birth which occurred in 2011 which is captured under case number (B)(4). Lot number: 624103, manufacturing date: 2007-04, expiration date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-may-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.